Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. Upon interrogation, multiple ams episodes were stores that inappropriately triggered due to far r-wave oversensing. The programming changes will be made after a discussion with the physician.